Event description:
It was reported the insulin pump would sometime alarm failed battery test when replacing the battery. Customer was calling about low battery alerts when batteries were inserted on (B)(6) 2014. Customer does not use sensor feature or frequently turn on the backlight. No excessive button pressing. No daily rewinds. No unattended alarm. A new battery cap will be sent. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.